Manufacturer narrative:
Exemption number e2019001. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified mildly tortuous mid left circumflex that was 100% stenosed. Pre-dilatation was performed with a 2.0 non-abbott balloon. Further dilatation was attempted with a 3.0x8mm nc traveler balloon; however, the balloon ruptured during first inflation at 16 atmospheres. An unspecified stent was implanted successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.